Event description:
It was reported that the device burst open during the case spilling the contents. They retrieved all the pieces that spilled into the pt with no pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.